Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in the hematology department, a clinician stated that there were issues with 24 hour chemos such as epoch not ending on time. They will run approximately 2 hours over scheduled time. There was patient involvement but impact is unknown. Following customer follow up, customer stated unable to provide additional information and no products will be returned to bd.